Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 21mm regent valve was selected for implant. During the procedure, after the valve was sutured in, it was noticed that the valve leaflets were remaining closed, affecting the blood supply. The valve was unable to be used and was replaced with another regent valve. There was no clinically significant delay during the procedure and the patient remained hemodynamically stable throughout.

Manufacturer narrative:
An event of valve leaflets not opening was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 21mm regent valve was selected for implant. During the procedure, after the valve was sutured in, it was noticed that the valve leaflets were remaining closed, affecting the blood supply. The valve was unable to be used and was replaced with another regent valve. There was no clinically significant delay during the procedure and the patient remained hemodynamically stable throughout.